Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit displayed a autofill failure alarm. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The customer rejected the repair. The pump will be retired and will be used for trade in for one of the recently purchased pumps. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : not returned to manufacturer.

Event description:
N/a.